Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened act keypad dome. The insulin pump had minor scratched lcd window, cracked near display window corners, cracked battery tube threads, and cracked reservoir tube lip. The keypad connector found close properly during visual inspection. No moisture damage electronic assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device fell into the swimming pool. Customer's blood glucose was unknown. There was water under the screen. Screen would turn black after the bolus button was pressed. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.